Manufacturer narrative:
Examination of the returned femoral head, liner, and cup cannot confirm implant disassociation. However, it appears that the liner was not ever uniformly engaged with the cup. Two of the six anti-rotation devices are not seated in the shell and it is cocked in the shell. There is metal transfer on the articulating surface of the femoral head. It is unknown when the device was damaged. There is not mating damage on the acetabular component. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address instability. Intraoperatively, the liner was found to be disassociated from the cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.